Manufacturer narrative:
The drill was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated and the motor assembly was found to seize when the drill was operated. The motor assembly, bearings, and rotor assembly were replaced and the drill was returned to the user facility.

Event description:
It was reported that at the start of a procedure, the drill heated up. There was no report of any adverse consequences and the procedure was completed successfully with a backup drill. There was no medical intervention required, no delay in procedure, and no adverse consequences alleged with this event.